Event description:
Pt in rollover mva (rolled multiple times) with traumatic brain injury. Undergoing placement of greenfield filter for prevention of pulmonary embolus, via fluroscopy in the inferior vena cava. The filter was positioned above the vena caval bifurcation. Filter did not unfurl or open. The filter remained compressed and was seen migrating proximally. Fluroscopy of the chest noted it to be in the heart (posterior branch of the left pulmonary artery). The sheath was removed and appeared to have tissue on end. Pathology report of the filter's examination following removal showed fragments of valvular tissue, myocardium and adipose tissue attached to one of the distal hooks of the filter.